Event description:
The following was reported to hamilton medical ag: at the national (B)(4) japan, device was removed from patient due to frequent te 231009. After a reboot of the device it alarmed with tf 431002 and failed selftest. The device didn't seem to ventilate. Technical event 231009 message appeared on the screen.

Manufacturer narrative:
Conclusion of cer (B)(4): hamilton medical ag has investigated the case based on the received information. No patient was harmed. Intervention took place due to frequent te 231009 (alarm blower speed low). A reboot of the device ended in a selftest failed due to a defective blower. The investigation showed that a hardware related issue led to the hamilton-c3 "te 231009 (alarm blower speed low)". Conclusion: blower could no longer be controlled correctly, blower controller speed low te231009 due to the fact that the turbine no longer worked properly, the flow was minimized for a short time, resulting in check flow sensor tubing low pressure and loss of peep alarm. At the next start-up, the malfunction of the blower was detected in the selftest so that the device could no longer start in a ventilation mode. There was no record in the event log indicating that ventilation had stopped. Cause: blower function faulty.